Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed that the unit alarmed 'positive sib vref out-of-range' and that ventilation was lost. The sensor interface board was replaced. The ge healthcare service representative then noted receiving a 'invalid circuit module' alarm. The identification printed control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and lost the ability to ventilate as expected during pre-use checkout. There was no report of patient involvement.